Event description:
A medisense sales rep reportedly was demonstrating a soft-tact/sof-sense meter sales rep accidently lanced the palm of one gloved hand with a contaminated lancet as sales rep was attempting to remove the cap of the device. The sales rep was advised to follow-up with primary care physician or local hosp immediately.